Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for unresponsive power button. A review of the device history record for sn (B)(4) was performed from date of manufacture 19nov2018 to the present date 22oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.